Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address instability. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen cr-flex porous uncemented femoral component size e left catalog #: 65595201501 lot #: 63015590, unknown nexgen precoat tibial component size 4 catalog #: ni lot #: ni, unknown patella size 29 catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of pictures provided identified explanted femoral, tibial and articular surface components that were covered in bio debris. Radiographic review identified radiolucency at the cement bone interfaces of the anterior and medial tibial baseplate, stem, patella and small radiolucency present at the anterior flange metal bone interface of the femoral component. However, the reported instability could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.